Event description:
Medtronic received information regarding an imaging system being used intra-operatively in an unknown procedure. It was reported that the system shutdown during a case. The site reported that the entire cart shutoff and had to be turned back on. When the field representative (rep) took a look at the system they noticed the interconnect cable wasn't fully plugged into the camera cart and suspected that just the camera cart powered off. The rep checked the battery in self-test and both carts showed that they were plugged in and charged 100%. When the rep disconnected it from the wall power, the battery percentages dropped to about 80% and then levelled out and the carts remained on. No patient impact. 5 minute delay.

Manufacturer narrative:
Concomitant products information references the main component of the system. Other relevant device(s) are: product ID: no parts have been received by the manufacturer for evaluation.  Codes: b17, c20, d15 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information added to section b5. H6: additional annex a, annex f codes added. H3, h6: the system was serviced in the field and no failure was found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The malfunction happened before being used on a patient. Upon start up, the unit froze and would not respond to any commands. The manufacturer representative (rep) also tried shutting the unit down and it still would not respond, so the rep removed the unit from that operating room (or) case and used another, while letting the previous one shutdown on its own.